Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone#: (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that three holding forceps 170mm broke while twisting cerclage wires with minimal effort, during surgery on (B)(6) 2016. No medical intervention was needed. Surgery was successfully completed without surgical delay. It is unknown if pieces of the instruments remain in the patient after surgery. Concomitant devices reported: cerclage wires (part# unknown, lot# unknown, quantity unknown) this is report number 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device. The investigation of the complained holding forceps has shown that all three holding forceps are badly damaged at the area of the forceps mouth; lot 5936982 a small part of the plate is broken off and the sheet is deformed/widened, lot 5931646 one prong is broken off (broken off part not returned) and sheet deformed/widened, lot 5933650 one prong is broken off (broken off part returned). The review of the production histories revealed that these instruments were manufactured according to the specifications. The article 391.800 lot 5936982 has been manufactured on 28-apr-2016. The investigation of the DHR shows no irregularities. The investigation showed that the forceps mouth is broken and deformed. This kind of deformation cannot happen at the manufacturing and/or transport process. The complaint is confirmed but not valid from the manufacturing standpoint. The parts returned have been re-inspected for the features relevant to the complaint condition and were found to comply with the specifications. Also the hardness parameters were checked and found to be good. Although the exact cause cannot be determined, this complaint condition is likely a result of method of use / mechanical overload; the complaint is determined not to be a result of a detected product related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.